Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 14, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date and updated UDI information). D9 (date returned to manufacturer). G3 (date received by manufacturer). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 11, 3331, 4248, 19). The affected sample was inspected upon receipt to confirm a burned and broken v-cutter. The condition of the returned sample did not allow for electrical testing. A retention sample from the same lot number was inspected to show no anomalies with the device and a fully intact v-cutter. The sample was electrically tested. No anomalies with the device were found and all electrical tests were within specification. During the manufacturing process, all vsp550 units are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the cautery tip was giving an electrical shock and causing a flame and dysfunctional, which terumo considers as a serious injury. Additionally, the patient is fine, and no harm caused. Product was changed out procedure completed successfully information about blood loss is not available.